Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 4968 implanted: 2006 (B)(6); product ID 4965 implanted: 2003 (B)(6). (B)(4).

Event description:
It was reported that the there was a ventricular lead warning due to low impedance and the implantable pulse generator (ipg) went to elective replacement indicator (eri). The ipg was reprogrammed and reverted back to eri with high battery impedance. The ventricular lead was capped and replaced. The ipg was explanted and replaced. During the replacement procedure a new ventricular lead was attempted and not used due to placement difficulty. A new ventricular lead was selected and implanted. No patient complications have been reported as a result of this event.